Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed pitch cable at the clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis. Additionally, isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out the usual was identified. When the issue occurred, the closure of the sheet covering the inguinal hernia plate was taking place. No instrument collisions occurred during the procedure. Once the instrument had been damaged it was no longer possible for the jaws of the device to be closed. The initial reporter stated that towards the end of the procedure, when the instrument, which didn't appear to be faulty and had already been used in this procedure, was used again, one of the wires at the clamp suddenly snapped off and the instrument was then changed out.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the suturecut needle driver be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8 mm mega suturecut needle driver instrument had a thread at the head of the needle holder. The procedure was completed with no reported injury.